Event description:
The customer reported that the device would not power up.

Manufacturer narrative:
The customer reported that the device would not power up. Philips evaluated the device and duplicated the failure. The processor pca was found to have failed. Replacement of the processor pca resolved the symptom.